Event description:
The customer contact reported a delay in critical therapy following a leak. It was reported that the vial was filled with dilaudid 6 mg/30 ml and was loaded into an unspecified pt controlled analgesia (pca) pump. On an unspecified date, the pca pump was programmed to deliver a 0.2 mg bolus dose, every 10 minutes, and a 5 mg lockout. After an unspecified length of time, the customer contact reported that the pt's pain level was 10 out of 10. It was reported that the nurse noted an unspecified volume of solution continued to leak from the vial onto the floor. At this time, the injector in the vial was replaced; however, solution continued to leak from the vial. It was reported that the vial was replaced and the therapy resumed using the previously replaced injector. After an unspecified length of time, it was reported that the pt's pain level decreased to 7 out of 10. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.